Event description:
It was reported that during total scapular replacement procedure in 2006 constraining ring component would not assemble properly. After one hour and repeated attempts to assemble, ring component became deformed and alternate products were used to complete the procedure.

Manufacturer narrative:
No further complications have been reported. Evaluation of returned device found interference existed between the two components resulting in problem reported.